Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient was having an MRI but it was unknown if it was due to a problem with the device or therapy. The patient told them that the system is nonfunctional. The caller was not sure if the patient meant the patient¿s therapy was not working or if the patient was having issues with their equipment itself. It was unknown when the issue began. There were no patient symptoms reported and no complications reported.